Event description:
The customer contact reported a delay in critical therapy following an alarm condition. On an unspecified date and time, the device was programmed to deliver an unspecified concentration of insulin and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the nurse reported the device alarmed with an unspecified alarm. No specific details were provided. The customer contact indicated the delay in resuming therapy was approximately 15-25 minutes. Although there was potential for serious injury, the customer contact indicated there were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional information was provided, including if the device was removed from clinical service or if therapy was resumed with a replacement device.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.